Manufacturer narrative:
The ge rep conducted an onsite investigation. The hard disk was replaced and reformatted. The system operates as intended.

Event description:
The customer reported that the stenoscop system was having a hard disk problem. No pt injury was reported.